Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure, the balloon catheter was inflated in the sterile field prior to being placed in the vasculature. The balloon catheter would not deflate even after attempts to draw a vacuum to bring the balloon down. Repeated attempts were made to deflate the balloon to no avail. The balloon catheter was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.